Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they were experiencing low blood glucose level 45 mg/dl. It was unknown if insulin pump was on auto mode. Insulin pump was not turning on. Customer removed battery but did not received insert battery alarm. Customer stated that battery compartment neither damaged nor corroded. Customer did insert new battery but display did not return. Device will be returned for analysis.